Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to verify the switching issue. The stm replaced the optical switch as a precaution; the power management board was replaced and the iabp was still not charging the batteries. When the iabp was plugged in, ac indicator is illuminated located under helium gauge, however, the display states "battery in use". A getinge representative replaced the cable kit from cart to backplane which resolved the issue. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during early morning start up of the cardiosave intra-aortic balloon pump (iabp) would not recognize that the rescue unit is in the hybrid unit and locked. There was no patient involvement, thus no adverse event was reported.